Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics inc. Field service engineer was dispatched to the site and performed maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.